Event description:
Procedure; unk. Reportedly, the plastic (blue) component at the end of the instrument melted away. The tip heats up when it is applied many times, during a case and the melting is very apparent. There was no reported patient injury.